Event description:
It was reported that the patients ipg could not charge and would not hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.